Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 03/14/2023. An investigation was conducted on 03/22/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the intact c-ring, cannula and the harvesting device . There were no visual defects observed on the intact cannula or the harvesting device. The harvesting device was returned outside the cannula. The harvesting device was returned outside the cannula. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it snapped into place with no visual or physical difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem-tool" was not confirmed. The lot # 3000289548 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that as they neared the end of the endoscopic vein harvesting procedure, the vein the dissector kept getting stuck in the vasoview hemopro vh-3500. It seem to get snagged and needed more force applied which worried the harvester. The jaws of the harvesting tool were closed during the insertion of the tool into the cannula. No resistance was noticed. They tried removing the dissector and reinserting and the problem continued. The same device was used to complete the procedure. No procedural delay. No injury to the patient.